Event description:
Call was received on (B)(6) 2023 (prior to submission of initial MDR) from the physician's office who indicated that the device has been discarded. No other relevant information has been received to date.

Manufacturer narrative:
H6. Type of investigation; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
Clinic notes were received indicating that patient's mother states that patient stopped breathing on table during replacement surgery. The ultimate end result of the full revision surgery was successful. The other events that occurred during that surgery (low impedance from surgeon cutting lead) is captured in MFR. Rpt # 1644487-2020-00204. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.